Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes will be made during patients next follow-up.